Manufacturer narrative:
Concomitant medical products: product ID: 37713, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator; product ID: 977a290, serial# unknown, implanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 977a290, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for non-malignant pain and other non-malignant pain. Information was reported that the patient says that there may be a wire causing issues from his newer implant. The patient said he has been having numbness from collar bone to collar bone. The patient had a crushed shoulder injury, and recently all the tingling has moved to the right shoulder. The patient also said that at times, both of his implant batteries have been hot and painful. The patient has lost weight, so he is not sure if the implanted has moved. No further complications were reported. No additional patient symptoms were reported.